Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history log. There was no non-conforming product found during sample analysis that was related to the reported issue. The cause was determined to be one or more cycles advancing to the next fill when slow / no flow occurred above the minimum drain volume threshold. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2014 at 22:49:26. During night drain cycle four, the patient's ultrafiltration reading was 1624ml, indicating the home patient drained 1624ml more than their maximum programmed fill volume of 1500ml. No additional information is available. Subsequently, a high drain 104 alarm was noted in the alarm log at 09:34:13. No additional information is available.